Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the subject coil delivery wire was seen to be kinked. The main coil was seen to be fractured near the detachment zone; the edge link was seen to be damaged. The functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil stretched could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer; the first coil detached without the detachment system in the microcatheter. The coil has been pushed successfully in the aneurysm. Then the hcp used another as second subject coil that stretched in the microcatheter during analysis, the subject coil delivery wire was seen to be kinked. The main coil was seen to be fractured near the detachment zone, and the edge link seems to be damaged. This is probable due to the friction from the tip of the catheter pulling on the coil. An assignable cause of procedural factors will be assigned to the as reported "main coil stretched" as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed "coil delivery wire kinked/bent" as the defect appears to be associated with handling of the product or portion of the product during removal from the hoop and preparation. An assignable cause of procedural factors will be assigned to the as analyzed "main coil broken/fractured during use" as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The coil (subject device) was returned for analysis, and it was discovered that the main coil (subject device) was seen to be fractured near the detachment zone. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.